Event description:
A 38 years old female admitted on 11/17 for elective tubal ligation. During the procedure, it was discovered that the trocar introducer tip was broken in two pieces. A defective trocar transducer tip, resulting in a retained piece of plastic, complicated surgery. This complication of retained foreign body led to severe sepsis shock requiring vasopressor support in order to stabilize her cardiovascular status and multiple abdominal surgeries/washouts. Patient was in a medically induced coma for two weeks and then woke up unable to move any of her extremities on (B)(6) 2023, nearly at baseline but with residual rhb (recombinant hemoglobin) weakness. Patient had a full neurological work-up due to dizziness and r side weakness most likely causes by frontal infarcts and deconditioning. Since the patient was requiring vasopressin support had led to the patient having ischemic necrosis of the right 3rd, 4th, 5th phalanges. The hospital course was prolonged and complicated by bacteremia, abdominal abscess, abdominal wound infection, right external iliac and right common femoral veins dvt (deep vein thrombosis), occlusion of the distal right radial artery, and cerebral frontal infarct. Since the patient was requiring vasopressin support, had led to the patient having ischemic necrosis of the right 3rd, 4th, and 5th phalanges. On (B)(6) 2023, the patient's areas of dry necrosis had demarcated on the right 3rd, 4th, and 5th phalanges pt. To proceed with operative management to resect the necrosis and revise the amputation site at the thumb, index, and middle fingers of the right hand. Pt hospital admission was from (B)(6) 2022-(B)(6) 2023, rehab admission from (B)(6) 2023-(B)(6) 2023.